Event description:
Large volume IV, 1000 ml lactated ringers, spiked with IV set. Ready to be administered to pt. Surgical personnel noticed foreign object. A stringy filament, approx 1/2" long in the drip chamber.